Event description:
It was reported by the fse that during preventive maintenance the cardiosave intra-aortic balloon pump(iabp) device had pim leak test fail. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. The getinge field service engineer (fse) that discovered the issue replaced the pneumatic module assy. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The failure analysis and testing dept received part number 0997001178 and 0202000140 with a reported unit failure of the pim test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r fails pim leak test with membrane differential pressure at 7mmhg. Retaining the part in the failure analysis and testing department per procedure number (B)(4). Root cause the current safety disk design allows for creep factors that may contribute to creep include the specified torque on the fasteners 6 bolts is applying too much stress on the diaphragm membrane the helical washers installed along with the 6 fasteners bolts are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms the non uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane.

Event description:
N/a.